Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported the reason for the out of range impedances was unknown. It was noted that no x-ray was performed. In addition, there had been no trauma to the pelvic area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that about a month ago, she was at the healthcare provider (hcp)¿s office with the nurse and the manufacturer representative (rep), she was notified that 2 of the leads were not connected anymore¿. Patient stated the rep said instead of going through another surgery to have the leads fixed, they would try to ¿ride it out¿ and see if reprogramming would work. She was put on program 2 and set it at 2.7 by the rep. She saw the nurse because the doctor was no longer working with the stimulators. At about two weeks later, rep provided that they saw the patient in hcp¿s office on (B)(6) 2017. They ran impedance test with the physician programmer (pp) and found 4 electrode combinations out of range. The electrode 3 was common. Rep shared with the patient that she had more 2 years left on her implantantable neurostimulator (ins) battery. Rep reprogrammed around the electrodes that did not seem to be in appropriate range. Patient agreed to give that try and would follow up if she needed to. There were no further complications that have been reported as a result of this event.